Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Epithelial ingrowth is a known complication of refractive laser surgery . The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a case of epithelial ingrowth at four months post lasik procedure of the eye. The patient complains of blur vision. Upon follow up, reporter indicated the patient did have flap lift and rinse, and the patient issue has resolved.